Event description:
Information received by medtronic indicated that the customer experienced high blood glucose. The customer also reported that the insulin pump stopped delivering insulin and when delivering a bolus there was a clicking sound. The customer also reported a crack on top of lcd screen. The customer¿s blood glucose at the time of the event was 500 mg/dl. The current blood glucose value of the customer at the time of the call was 120 mg/dl. The customer did not experience any symptoms of high blood glucose value. The customer treated high blood glucose with insulin pump. It was unknown if the auto mode was activated or not at the time of the event. The customer had been using the insulin pump within 48 hours of the event. No further patient complications were reported. Troubleshooting was successfully performed; however, the customer will discontinue the use of the device. The product will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. S/w version 5.2 a. Retainer ring = black. Case type = ngp. Customer returned pump for alleged possible under delivery anomaly, high bgs and cosmetic damage located at the lcd screen found on (B)(6) 2022. The pump passed the displacement test, the rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. The pump passed displacement accuracy test at 0.0874 inches. Test p-cap and reservoir locks properly into the reservoir compartment. Pump's history and trace files downloaded successfully using thump software and carelink, and generated the reports. In the pump history and trace files found no unexpected alarms, alerts, or anomalies. The daily total of bolus insulin delivery is 0.0 u at (B)(6) 2022 00:00:00.000 and 28.5 u on (B)(6) 2022 at 00:00:00.000. Pump was cut open to perform visual inspection and found moisture damage on the force sensor. The following were also noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, corroded battery tube, overlay scratched, and cracked lcd window. Possible under delivery anomaly was not confirmed during testing. Unable to verify customer's complaint for high bgs. Cosmetic damage was confirmed at the lcd screen. Moisture damage was confirmed found on the force sensor and battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.